Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was therefore unable to obtain readings. As a result, the customer experienced a loss of consciousness and/or seizure. There was no report of any third-party medical intervention or treatment. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was therefore unable to obtain readings. As a result, the customer experienced a loss of consciousness and/or seizure. There was no report of any third-party medical intervention or treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Therefore issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.